Event description:
It is reported the roof reinforcement ring broke.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is completed. A check of the MFR papers of the products did not show any deviations of the specifications.